Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Removal of cancer in abdomen. What healthcare professional fired the device and what is his/her experience with the device? A resident fired the device; his/her experience is unknown. Can more information be provided regarding the multiple attempts to introduce the device? The doctor was having difficulty introducing the device transanally due to what was later discovered to be a polyp near the rectum. The polyp was obstructing the colon. Prior to attaching the anvil, was the orange tying area completely visible on the device side? Unknown, rep was not in the room for this portion of the case. What confirmation was received that the anvil was properly attached prior to closing the device? Unknown, rep was not in the room for this portion of the case. Was the device difficult to close? Or, was the device easier than expected to close? Unknown, rep was not in the room for this portion of the case. Was the force to fire the device higher or lower than expected? Unknown, rep was not in the room for this portion of the case. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown, rep was not in the room for this portion of the case. Is the colostomy permanent or temporary? Unknown. What is the current patient status? Unknown.

Event description:
It was reported that an exploratory laparotomy was scheduled for a hyperthermia intraperitoneal chemoperfusion (hipec). After removing a section of the colon, the doctor attempted to transanally introduce the cdh25a. With some difficult fully introducing the circular stapler, he tried multiple angles (repeatedly introducing and removing the device). After discovering an additional polyp near the rectum, the doctor transected more colon. The circular stapler was reintroduced and fired. Upon removing the circular stapler, it was noted that the anvil was not attached and was removed separately from the patient. Bubbles were noted during the leak test and the patient received a colostomy.

Manufacturer narrative:
Product complaint # (B)(4). One photo was provided. The picture shows a circular device with the anvil detached and with the safety disengaged. The washer casing half can be seen aside of the device. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.